Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, it was noted that the inner shafts of the t-pal spacer applicator were deformed and are difficult to separate from the implant. Inner shafts are deformed. Inner shafts are deformed and are difficult to separate from the implant. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The investigation of the complained instruments has shown that the fork in the front area of one applicator inner shaft is slightly bent and laterally damaged. The other instrument is working properly. We assume that to high mechanical overload has finally lead to the damages on the fork. We have noted that in several complaints of this customer (oss speising) it is always the same problem. Placeholder.